Event description:
The duett sealing device was deployed without difficulty following a diagnostic procedure (intravascular ultrasound via 6f sheath). The pt was returned to the cath lab due to complaint of leg pain. The pt's foot was white and cold to the touch, with no pedal pulses (pulses present immediatetly after the procedure). A thrombus in the right femoral artery was radiographically viewed (via contralateral approach). An infusion catheter was placed at the thrombus and tpa (40mg) was given. Suction removed a white, soft piece of matter, however flow was not restored. Tpa was infused at the popliteal. As the thrombus was not dissolved, the physician suctioned out the clot with a syringe. The pt developed a 4cm hematoma at the duett site during the intervention, which was compressed with no further events. During the intervention, heparin (3000 u) was also given. Blood flow was returned to normal with no further complications. Interventional time totaled ca 5hrs.